Event description:
It was reported that the patient went into a "brain-dead" state while connected to the ventilator. During a routine check, the nurse found the patient had desaturated greatly and was unable to recover. It is unknown if the ventilator alarmed when the reported event occurred.